Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, a right ventricular (rv) lead was implanted and increased pacing lead impedance was observed. X-ray imaging was performed and revealed no anomalies. The physician alleged the cause of the event was due to excessive anesthetic sedation as the patient lost consciousness while in a monitored setting. No further intervention was required. The patient was in stable condition and experienced no adverse health consequences.